Manufacturer narrative:
(B)(4). Method: the complaint tube was received at fisher & paykel healthcare (B)(4) and was visually inspected for damage. Results: visual inspection revealed damage to the outer film of the tubing approximately 105mm to 110mm from one end. Conclusion: based on our knowledge of this product it seems likely that the damage occurred during transportation or storage of the product. The reusable tubing is manufactured by smooth-bor plastics in california. Sample leak testing of the tubing is done by smooth-bor during production. The tubing is also 100% leak tested on the fisher & paykel healthcare production line and any tubes that fail are rejected. A review of our complaint files revealed that we have only received two other complaints for the 900mr026 tubing in the past 14 years.

Event description:
A distributor in (B)(6) reported that an 900mr026 reusable infant breathing circuit was found to be damaged when they received a shipment of product.